Manufacturer narrative:
Date initial report sent: 11/02/2009.

Event description:
Procedure: lap sigmoid coleotomy. According to the report: there was a postoperative leak at day five. The patient remained hospitalized. The delay in or time was 30 minutes. There was no further report of patient injury or bleeding.